Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 567mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Advised the customer to watch her blood glucose very closely when she lives the hospital and to have a back up plan. No further info was provided.